Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, the suspect device has not been returned for evaluation. Therefore, no root cause could be determined yet.

Event description:
The customer reported that their avea clio ventilator has defective user interface module. The user interface module has no display function. The event was found during set up prior to patient use.